Event description:
Customer alleged the right side bolt ((B)(4)) that is welded to arm socket broke off and the left side front arm socket ((B)(4)) bolt is bent. Qt (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model spt, (B)(4) is approximately 8 months old. The owner's manual part number 1122134 rev d (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the bolt for the right side arm socket, where it attaches to the frame, broke and the left side bolt is bent. The handrim attachment points also broke and dealer cannot get the rim back onto the chair. A replacement quote has been issued for the necessary parts to repair the wheelchair. The parts are to be returned to invacare for an inspection and evaluation. No injury.